Event description:
It was reported that the lead impedance had been slowly trending up and that the patient was hearing an alert. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.